Manufacturer narrative:
H3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected, and it was confirmed that the hinge part of epifuse connector was broken. The customer reported issue was confirmed. Therefore, it seems that the hinge part cracked and damaged when using the epifuse connector. This issue is likely due to the molding design of the product. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was stated that the catheter was connected to the epifuse, but the gap was found in the epifuse, so it was released again and the connection was restarted. After the operation, it was confirmed that there was liquid leakage from the epifuse. The epifuse was released from the syringe and when it was opened, it was found that the epifuse split into two. The event occurred during the patient use. There was no adverse event.